Event description:
A patient using a tandem pump reported experiencing issues with the device, including difficulty charging the pump, problems with cloud uploads, and a one-time malfunction where the insulin cartridge did not sense 50 units of insulin, necessitating a refill. There was no reported adverse impact on the customer's blood glucose level. The technical support team was contacted to follow up on these matters, and discussions about the possibility of the pump being out of warranty and the need for a replacement were underway. Cts to replace pump. Customer will continue to use current pump.